Event description:
The iab was inserted into the pt on 5/19/97. On 5/20/97 after iabp for about one day, the iab leaked and the iab was removed. No second was inserted. Event complications: unk - rpt'd 5/20/97, 6/4/97. Pt current status: unk - rpt'd 5/20/97, 6/4/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.